Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra operatively, the device did not seal. Oozing was reported, another device was used to seal but still did not seal. Another device with a different lot number was used and it worked normal. No patient injury.